Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The pt had a successful implantation of a precise 8 x 40 mm stent during the index procedure. An angioguard 5 mm embolic protection device was used during the procedure. The information indicated that during the procedure, the pt experienced hypotension and bradycardia/asystole. Dopamine hydrochloride was administered. The pt recovered twenty (20) days later, was discharged without any neurological deficit. The comment from the physician was that the event occurred due to carotid sinus reflex caused by the stent placement.

Manufacturer narrative:
The index procedure was elective. The pt was asymptomatic. The target lesion was the left internal carotid artery. The lesion was reported to be: moderately calcified, not tortuous, and a 43.9% stenosis. The lesion was pre-dilated with a 4 mm balloon catheter at 8 atm. A precise 8 x 4 mm stent was implanted. The stent was post-dilated with a 5 mm balloon catheter at 10 atm. The residual stenosis was 10%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 1016427-2009-00168. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13456351 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were found for lot 13456351.